Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. The insulin flow blocked alarm functioning properly. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and minor scratched lcd window.

Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 488 mg/dl. The customer was treated with manual shots. Customer's blood glucose value was 433 mg/dl at the time of the call. Troubleshooting was performed. Auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event. Customer was neither in emergency room nor admitted into hospital and based on customer report customer allege insulin pump was under delivering because of no alarm after set change. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The insulin pump did not pass the high-pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will be returned for analysis.